Event description:
It was reported that one day post implant, there was high right ventricular (rv) lead threshold and the lead was dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.